Event description:
Additional information received from the consumer reported that the circumstances that led to the patient's return of symptoms, going to the bathroom often, and feeling stimulation when sitting but not when standing were that while sleeping the patient was waking up every hour to urinate. The step taken to resolve the return of symptoms was that the patient called the manufacturer and the problem was fixed, but now the same symptoms had returned on (B)(6) 2015. The patient's return of symptoms had been resolved temporarily, but the symptoms had returned.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that he had a loss of therapy and return of symptom on (B)(6) 2015. He thought his battery controller was out of sync because he had to get up six times in the night to use the bathroom. He got up every hour on the hour. He had this same issue in the october but it resolved after making an adjustment with the programmer. Amplitude was increased and the patient felt stimulation in the correct location. He felt stim when he sat but did not feel it when he stood. He changed to 2.7v and the felt stimulation hen sitting and standing.